Event description:
Hosp was provided with an expired product i.e. A vascular graft and implanted it in 2002 while product labeling indicated 7/2002 as an expiration date. No pt injury was reported to the MFR.